Event description:
Additional information received reported that the infection developed in the insertion site of ins. The device and leads were explanted. The infection site had healed. It was noted the patient didn't require hospitalization. The patient was at high risk due to having diabetes, but the patient got the diabetes under control since. The patient was scheduled to have a replacement device.

Manufacturer narrative:
Product ID 3889-28, lot# v864451, explanted: 2012-(B)(6); product ID 3889-28, lot# v864270, explanted: 2012-(B)(6).

Event description:
It was reported the patient experienced an infection at the implantable neurostimulator (ins) pocket site. The ins was going to be explanted. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), lot# v864451, implanted: (B)(6) 2012, product typ lead, product ID (B)(4), lot# v864270, implanted: (B)(6) 2012, product typ lead, product ID (B)(4), lot# serial# (B)(4), product typ programmer, patient. (B)(4).